Event description:
It was reported that a patient had a disruption of a total knee capsular repair. The patient underwent a surgical procedure to repair the failed capsular repair on (B)(6)2010 and suture was used. A seroma was found by the surgeon during a follow up visit and was aspirated. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.